Event description:
The dealer states the back upholstery on the chair is ripped. The back upholstery by itself is not offered on this chair, so the entire chair would need to be replaced. Since it is out of warranty, the dealer will have to go back to the consumer to see what they want to do.